Event description:
The lead was capped and was not returned to the manufacturer.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).

Event description:
It was reported that noise was observed via egm review. Noise was not reproduced by physical manipulation of the device. Upon revision, the lead was connected to the new device and failed to deliver therapy during dft testing. It was noted that a pop noise was heard. The lead was explanted and replaced.